Manufacturer narrative:
Device analysis report attached. This report is submitted on june 19, 2024.

Event description:
Per the clinic, it was reported that there was a difficult insertion during the implantation surgery on (B)(6) 2024. Subsequently, no connection to device could be established after the patient was stitched up. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2024.